Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-apr-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00325, 3008114965-2024-00326, and 3008114965-2024-00327. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 7161626) was impeded in the proximal section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31028209) and could not be advanced further. The physician removed the stent from the patient and delivered a 0.014¿ x 200cm guidewire into the microcatheter; the guidewire was able to be delivered normally. The physician then changed to a new stent, a 4mm x 23mm enterprise 2 (encr402312 / 8269504) and advanced it into the microcatheter, but the new stent experienced the same issue. The physician removed the microcatheter and the stent from the patient¿s anatomy and observed that the microcatheter was kinked / bent at the proximal end. The physician replaced both the stent and the microcatheter with competitor brands to complete the procedure. The procedure was reportedly prolonged by approximately 20 minutes. There was no report of any negative patient impact. On 25-mar-2024, additional information was received. Per the information, the target vessel of the procedure was the anterior communicating artery. Adequate continuous flush was maintained through the microcatheter. The information indicated that for both stents: encr403012 and encr402312, ¿it was noted that when resistance was encountered, the stent was not pushed and retracted, leaving the stent on the guide wire¿ when they were removed. There were no damages observed on the stents. The guidewire was a competitor brand (unspecified). The information confirmed there was no negative patient impact. The physician did not consider the 20-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7161626. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00326, and 3008114965-2024-00327. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks no bends, no elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded, both ends were observed as completely flared. The issue reported regarding the enterprise device becoming impeded at the proximal section of the microcatheter could not be evaluated through functional testing since the stent was already detached from the unit, the exact time when the detachment occurred cannot be determined, the complaint detailed that the stent was not pushed and retracted, leaving the stent on the guide wire. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. However, with the limited information available, the root cause remains speculative, and the customer complaint cannot be evaluated. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7161626. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00325, 3008114965-2024-00326, and 3008114965-2024-00327. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.